Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a coronary artery treatment procedure stent damaged was discovered. The lesion being treated was located in the right coronary artery. While unpacking the stent, the physician noticed that the metal part of the stent was enrolled or folded. The procedure was completed with another of the same device. There were no patient injuries and the patient's condition is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: the delivery sheath and protection wire were received coiled inside a plastic bag. The retrieval sheath was not returned. During the as received microscope and visual inspection of the returned device, the filter bag was fully deployed from the delivery sheath. The distal tip of the protection wire has a u-shaped bend and was stretched approximately 2 mm on its proximal portion. By using the wire torquer, the filter was inserted back into the delivery sheath and then unsheathed (deployed) with no difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a coronary artery treatment procedure stent damaged was discovered. The lesion being treated was located in the right coronary artery. While unpacking the stent, the physician noticed that the metal part of the stent was enrolled or folded. The procedure was completed with another of the same device. There were no patient injuries and the patient's condition is listed as stable.